Manufacturer narrative:
Study event.

Event description:
Device malfunction: none. Symptoms/ae: bradycardia, hypotension, thrombosis, stroke. Time of symptoms/ae: during and 13 days after the procedure. It was reported that during right internal carotid artery stenting on the patient experienced bradycardia and hypotension, which resolved immediately with atropine and IV fluids. Thirteen days after the procedure, the patient underwent loop colostomy and developed a thrombosis, which occluded the stent and caused the patient to have a stroke in the right frontal and parietal regions. Mechanical thrombectomy was performed, but the patient is still experiencing significant weakness on the left side. The patient was transferred to an acute inpatient rehabilitation facility to improve her neurological status. No additional information is available.